Event description:
In 2008, the patient reported that for the past month, he noticed a "few air bubbles" in his insulin cartridge. He stated that he uses insulin at room temperature, and the adapter and infusion tubing connection is tight. He stated that he has not been adjusting the piston rod prior to inserting the insulin cartridge into the infusion device. He was instructed to do so. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.